Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the co2 connector on his olympus high flow insufflation unit was found broken during routine maintenance. According to the initial reporter, when he removed the connector, he discovered an unknown liquid. There was no patient involvement during this event.